Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. As received, the charger would not power on. The cause for the inability to power on is a damaged power brick. The root cause of the damaged power brick cannot be positively identified. No adverse event resulted from the damaged power brick. The last pt to use this charger did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, charger sn (B)(4) would not power on. The last pt to use this charger did not report any deficiencies.